Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 02k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed fluctuating ca19-9 results while using the architect ca19-9xr assay . The customer provided the following data (u/ml): (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 02k91-29. The suspect device manufacturing location was incorrectly documented in the initial report. A new manufacturing report has been prepared, 1415939-2017-00203 . All additional information, including the product evaluation, will be documented in the new manufacture report.